Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block e1: initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Block h6: problem code a1401 captures the reportable event of balloon failed to deflate. Block h10: investigation result visual examination of the returned complaint device revealed that the catheter and the balloon of the device had no damages. Functional analysis was performed, and the balloon was inflated up to its recommended inflation volumes and no issues were noted. The balloon was able to hold the pressure and deflate without problems. The reported failure of deflation failure cannot be confirmed. It is possible the physicians technique, handling of the device, or procedural/anatomical conditions could have contributed to the reported event during the procedure. However, based on the analysis performed and the information available, the most probable root cause for the complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. Block h11 correction: block b5 (describe event or problem), block d1 (brand name, common device name, pro code), block d4 (model number, lot number, expiration date), h4 (manufacture date).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. It was reported that during the procedure, it was not possible to deflate the balloon. The procedure was able to be completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Correction: the correct device used was an extractor pro rx stone retrieval balloon.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. It was reported that during the procedure, it was not possible to deflate the balloon. The procedure was able to be completed successfully. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.